Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: I am sending you this materiovigilance declaration concerning an incident that occurred on (B)(6) 2025 involving the following dm: syringe 3p 30ml tip ll. Ref: 301229. Batch: 2501125. The incident occurred in our chemotherapy preparation unit at the armand billard private hospital. During use of the syringe, a whitish deposit was observed on the plunger seal. The device, which contains 0.9% sodium chloride, has been quarantined for expert examination.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, particles are observed within the syringe. Based on the physical appearance it was determined the particles are consistent with polypropylene particles mixed with silicone. A device history review was performed for reported lot 2501125 , no deviations or non-conformances were identified during the manufacturing process. Six retained samples were also examined, and no particles or contamination were observed. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. The assembly station utilizes a de-ionizer to remove any polypropylene particles inside the barrel, and equipment is protected to prevent particle generation during component movement. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing sub-processes in accordance with established procedures, and no issues related to this incident were found. Although no direct manufacturing issue was identified, the particles likely originated during product movement within the assembly equipment. Manufacturing personnel have been notified to increase awareness and prevent recurrence. Complaints related to this device and condition will continue to be monitored by our quality team for any emerging trends.

Event description:
No additional information.